Event description:
The hcp reported the pt was experiencing increased pain. A catheter dye study showed no problem with the catheter the pump was determined to be underinfusing. The pump was explanted and replaced and returned to the MFR for analysis.